Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver board was replaced, and filament and generator calibrations were performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.